Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that piston failed while on patient on the 3100 a device. The customer reported they swapped the unit out with another 3100 a device. The customer confirmed there was no patient harm associated with the reported event.

Manufacturer narrative:
Results of investigation: vyaire medical field service technician went onsite to evaluate the device. Technician replaced dpm, adjusted zero, span, voltages and pneumatics to specifications. Performed circuit calibration and verification. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.